Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device header was firmly attached to the device case. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the daily measurements found 23 out-of-range rv pacing impedance measurements and 18 out-of -range shock impedance measurements. The atrial pacing impedance measurements were within normal range and stable. Laboratory analysis of the explanted device confirmed the device did not exhibit the subpectoral implant 2009 product advisory behavior. The noise and out-of-range lead impedance measurements were due to a fractured rv lead.

Event description:
Boston scientific received additional information. The leads and device were explanted and no new system was implanted as it was determined the patient did not require defibrillation therapy. During the procedure, the rv lead was observed to have abraded insulation and was fractured under the device. When the lead was removed, the tip of the lead broke off and remained within the patient's heart. No surgical intervention was performed to retrieve the lead tip. No additional adverse patient effects were reported.

Manufacturer narrative:
The physician elected to program the ICD off, as no shock therapy had been needed by the patient. A device and lead extraction was planned, and a new electrophysiology (ep) study will be performed to determine whether the patient should have a new system implanted. This report will be updated when additional information becomes available.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms, with some intermittent pacing impedance measurements of greater than 2,000 ohms. A lead fracture was suspected. It was noted the patient had not had a device check since it was implanted. A review of the implantable cardioverter defibrillator (ICD) arrhythmia logbook revealed inappropriate episodes that were stored due to oversensed noise. One episode showed inappropriate anti-tachycardia pacing (atp) was delivered, but the patient did not receive any inappropriate shocks. It was also reported that this ICD was implanted in a sub-pectoral orientation and was included in the sub-pectoral advisory. A boston scientific technical services consultant discussed troubleshooting to determine if the noise and out-of-range lead measurements were due to a lead fracture or a compromised device header. No adverse patient effects were reported.

Manufacturer narrative:
The explanted products are expected to be returned for analysis. This report will be updated upon return and completion of analysis.